Event description:
The dentist reported that 6 months after the dental implant was placed in intra-oral region #9 it was verified its non-osseointegration. Fifty n.cm. Of primary stability was achieved and immediate load was not performed.